Event description:
It was reported that a patient underwent mechanical thrombectomy for the removal of clot in the middle cerebral artery (mca) and anterior cerebral artery (aca). During the first pass, the zoom 71 catheter broke at the distal end. A new zoom 71 catheter was utilized with a third-party device to continue the procedure for removal of clot. During the third pass, the second zoom 71 catheter along with the third-party device was used to retrieve the dislodged portion of the initial zoom 71 catheter. Subsequently, two additional passes were performed in the aca with zoom 45 catheter to complete the procedure. Additional information indicated that the patient's anatomy was tortuous due to a loop in the distal internal carotid artery (ica) and resistance was encountered during retraction of the zoom 71. Post procedure, the patient experienced arterial spasm possibly related to history of drug use.

Manufacturer narrative:
The zoom 71 distal segment was returned for investigation. It was confirmed that a shaft break had occurred. The investigation noted damage on the zoom 71 consistent with an axial force being applied, resulting in stretching of shaft materials prior to the device breaking. Additionally, kink and tip damage were observed on the distal segment. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications. Based on the complaint information, the exact root cause for the complaint could not be determined. Likely factors that contributed to the reported complaint were a tortuous anatomy in the form of a loop in the internal carotid artery and retraction of the zoom 71 against resistance while inside a third-party access catheter. The zoom IFU provides the following warning related to retraction against resistance. "Exercise care when manipulating the device through tortuous anatomy. Do not advance or withdraw the catheters or accessory/adjunctive devices against resistance without careful assessment of the cause under fluoroscopy. If the cause cannot be determined, withdraw all devices as a single unit. Excessive manipulation or torquing the device against resistance may result in damage to the vasculature or the device.